Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure the shock impedances on the right ventricular (rv) channel showed out of range once the lead was connected to this implantable cardioverter defibrillator (ICD). The lead was disconnected and reconnected several times. A set screw or seal plug issue was suspected. A revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure the shock impedances on the right ventricular (rv) channel showed out of range once the lead was connected to this implantable cardioverter defibrillator (ICD). The lead was disconnected and reconnected several times. A set screw or seal plug issue was suspected. A revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.